Manufacturer narrative:
A boston scientific technical services consultant the testing the lead in this fashion is not recommended and suggested the caller perform testing through the device. The caller stated this testing would be performed and he would call back if further issues were observed. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
--

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this defibrillation lead was exhibiting impedance measurements of 227 ohms with the pacing system analyzer (psa) and skin to svc coil. However, impedance was less than 200 ohms with the psa and skin to distal coil. The lead was programmed to single coil configuration and interfaced to the replacement device. No adverse patient effects were reported.